Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the clinic for a pneumonia chest scan. The radiographer noted that "one of the leads was not connected to the pacemaker". The patient was seen by the implanting physician for a device check. It was determined that the right ventricular (rv) lead had dislodged and exhibited high thresholds. A lead revision was performed. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.